Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has high thresholds with no capture, high impedance, oversensing of noise with ventricular tachycardia non-sustained (vt-ns) episodes. The lead was suspect of a fracture with the pace/sense portion. The physician plans to further evaluate whether a new pace/sense lead should be implanted leaving the high voltage coils in use or implant a new implantable cardioverter defibrillator (ICD) system. The lead remains in use. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.